Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy and abnormal menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations") and migraine ("severe migraines"). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, menometrorrhagia, dyspareunia, hormone level abnormal and migraine outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, hormone level abnormal, menometrorrhagia, menorrhagia and migraine to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy and abnormal menstruation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she does not undergone essure confirmation test". The patient's past medical history included colonoscopy and cholecystectomy. Previously administered products included for an unreported indication: humate-p from 1995 to (B)(6) 2018, amlodipine besylate from 2009 to (B)(6) 2018 and sertraline. Concomitant products included cyclobenzaprine since 2014, lisinopril from 2015 to 2017 and tranexamic acid (lysteda) since 2015. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstruation pain"), menometrorrhagia ("irregular and prolonged menstruation"), dyspareunia ("pain during intercourse"), hormone level abnormal ("hormonal fluctuations"), migraine ("severe migraines"), menstrual disorder ("unusual menstrual cycle"), abdominal pain lower ("cramping"), abdominal pain upper ("stomach pain"), nausea ("nausea") and back pain ("lower back pain"). The patient was treated with surgery (on (B)(6) 2015, underwent hysterectomy to remove the essure device) and surgery (on (B)(6) 2015, underwent hysterectomy to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, menometrorrhagia, dyspareunia, hormone level abnormal, migraine, menstrual disorder, abdominal pain lower, abdominal pain upper, nausea and back pain outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menometrorrhagia, menorrhagia, menstrual disorder, migraine, nausea and pelvic pain to be related to essure. The reporter commented: patient had no history of migraine prior to undergoing the implantation of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Historical and concomitant conditions and medication were added. New events pain, unusual bleeding, cramping, unusual menstrual cycle, stomach pain, nausea, lower back pain and she does not undergone essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.